Manufacturer narrative:
One 50mm firmap catheter was received for evaluation. Visual and microscopic inspection revealed no anomalies with returned device. Review of the device history record was not possible as the lot number is unknown. The cause of the reported pericardial effusion remains unknown.

Event description:
During a pulmonary vein isolation procedure, the patients blood pressure dropped slightly. At the end of the procedure, a transesophageal echo revealed a fat pad with a minimal pericardial effusion. The patient was monitored overnight with no intervention needed and the patient was in stable condition. There were no performance issues with any abbott devices.